Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened in 2017 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500/m365sc2218700 model: sc-2218-50/sc-2218-70 serial: (B)(6). Batch: 20351226 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: 3058732 batch: 18915051 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 18915051 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: (B)(6) batch: 20351226 UDI: (B)(4).

Event description:
It was reported that patient was experiencing pain that get so bad that affects breathing. It was noted that it messed up one of the nerves. The patient underwent explant procedure. No further information has been obtained.

Manufacturer narrative:
Correction to initial MDR in blocks: b5, e1, h6, and h11. Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened in 2017. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial: (B)(6). Batch/lot number: 20351226. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # : (B)(4). Model number/catalog number: sc-2218-70. Serial: (B)(6). Batch/lot number: 18915051. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) # : (B)(4). Model number/catalog number: sc-2218-70. Serial: (B)(6). Batch/lot number: 18915051. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) # : (B)(4). Model number/catalog number: sc-2218-50. Serial: (B)(6). Batch/lot number: 20351226. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # : (B)(4).

Event description:
It was reported that patient experienced pain so bad that she could not breathe. The patient underwent explant procedure. The procedure damaged one of the nerves and the patient was treated with epidurals every six months. No further information has been obtained.